Manufacturer narrative:
Philips service repositioned the hand switch, restoring equipment functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the equipment was non-operational due to a pressed hand switch on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.